Manufacturer narrative:
The device history record could not be reviewed as no definitive lot information was provided within the complaint. However, prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. A device was not returned for evaluation; therefore, the affected product could not be evaluated to confirm the reported failure mode. As such, a root cause could not be determined at this time. We will continue to monitor related reports to determine if additional actions are necessary.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported a nurse experienced a needle stick over the weekend. The nurse reported that she administered the insulin, used her thumb to slide the guard up and in the process of moving the syringe in her hand as she was placing it in the sharps container, she was stuck through her glove. She states she felt that the slide was tougher to push up, and she thought she had it locked/engaged but it wasn¿t. On (B)(6) 2026 the customer stated that the rn was evaluated in the emergency room for a bloodborne pathogen exposure from the needlestick. Baseline lab for hep b, hep c and hiv were drawn on the rn. Hep b, hep c and hiv labs were also collected on the source patient. All source patient labs were negative. No further follow up is required. The rn has fully recovered from the incident.